Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. The hard drive was found to be defective and was replaced. The system was tested and found to be working as intended and placed back into service. Filed with incorrect MDR number: 1720753-2007-03039.

Event description:
It was reported that the system 9800 lost image files. There ws no adverse pt involvement reported. There was no pt information reported.